Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported patient's passing. No lot release records were reviewed, as the product lot number was not provided.

Event description:
A social media post reported: "omnipod killed my son back in 2016". The social media post did not report any details, including patient or device information. Contact details for the reporter were also not included in the initial report. Insulet responded to the social media post requesting further information, however at the time of this report additional details have not been provided. This case will be reassessed if new information is received.